Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d5, d10, e1(initial reporter, occupation & event site email), e2, g3, g4, g7, h2, h3, h6(investigation type), h10, h11. Corrected fields: h8. Testing of actual/suspected device(10): a getinge field service engineer (fse) was dispatched to evaluate the iabp and found that the battery was unusable and replaced it. The fse also replaced the power management board because the board manages the charging of the batteries and verified that both slots were charging the battery. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The first name of the initial reporter in block e1 has been abbreviated due to field character limit; the full name should read monsieur luscher.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had problems charging the batteries. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and found that the battery was unusable, and replaced it (0146-00-0097). The fse also replaced the power management board (0670-00-1162) because the board manages the charging of the batteries and verified that both slots were charging the battery. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.